Manufacturer narrative:
Submit date: 10/13/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the surgeon inserted the catheter two to three weeks prior to requiring surgical re-intervention due to low/no flows. A replacement pd catheter was inserted as a result. The device was removed on (B)(6) 2015. There was no observable physical defect on the device. There was no additional intervention required and there were not any other complications.